Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was suspected of fracture and clavicular crush. The lead exhibited low impedance over time. During device upgrade procedure, the lead was capped and replaced. The patient experienced no adverse consequences and was in good condition.

Manufacturer narrative:
Correction: device manufacture date was not initially reported. The correct device manufacture date is mar 27, 2008.